Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported during a trial procedure the physician could not gain access to the epidural space. As a result, the case was abandoned.